Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they were experiencing burning at the ins site; described like a heating pad. The patient was instructed to turn the stim off and follow up with a health care provider. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from the manufacturer representative. It was reported that the rep saw patient on (B)(6) 2017 and found impedances to be within normal limits. Patient stated that heating only happened sporadically, last time it happened, the patient turned it on/off twice and it stopped. Patient was recharging every two weeks and the rep encouraged the patient to charge more often. Patient was to keep record of incidents and call the rep if needed. The rep had not heard anything from the patient. No further complications were reported/anticipated.